Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. This is a combined initial final report.

Event description:
The explanted device was received at headquarters. No additional information has been received, despite requested.